Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure. We are also unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose. Chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reports that the needle and cannula never deployed. She stated the pink slide did not move forward at the time. She was tested for heart problems and was not sure what was wrong and was instructed to call her primary care physician. She noticed her blood glucose (bg) levels going up in the high 300's mg/dl which she stated is extremely high for her. She drove herself to the emergency room and spent the day there. At the hospital they did a stress test, electrocardiogram (EKG), an x-ray, they gave her a pill to dissolve in her mouth. She was given an insulin injections in small doses. She stated the insulin injections were 2-3 units and were spread out. She left the hospital she was not sent home with any medications. The pod was worn between 4 and 24 hours. The patient's blood glucose history are as follows: (B)(6).

Manufacturer narrative:
The received device was not deployed. The device was downloaded and observed to have been in pod state 1 which is the state the pod stays in prior to being filled. The needle mechanism assembly was inspected and no issues were noted that would result in a needle mechanism failure.